Event description:
It was reported that the cap of four (4) units of large volume infusors ¿came loose¿. This was observed in the pharmacy prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.